Manufacturer narrative:
Corrected data from initial report: the initial MDR (2520313-2019-00038) dated september 6, 2019 was submitted with incorrect manufacturer narrative. The correct narrative is as follows: a system service check of the avanta fluid management system, serial number (B)(6), was performed on (B)(6) 2019. Bayer service confirmed that the table bracket knob was bent and the tubing guide was loose as a result of impact to the ground. Replacement components have been ordered and will be shipped to the customer. The injector head was placed onto a pedestal and a check out confirmed the system was operating within bayer specifications. Our investigation determined that the reported problem occurred as a result of human error of the site's employee as they should have been aware of the position of the avanta fluid management system with respect to the patient table and surrounding equipment. The site continues to use the avanta fluid management system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was performed on (B)(6) 2019. Bayer service confirmed that the table bracket knob was bent and the tubing guide was loose as a result of impact to the ground. Replacement components have been ordered and will be shipped to the customer. The injector head was placed onto a pedestal and a check out confirmed the system was operating within bayer specifications. Our investigation determined that the reported problem occurred as a result of human error by the site's employee as they should have been aware of the surrounding equipment prior to movement of the avanta fluid management system equipment. The site continues to use the avanta fluid management system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: as the exam table was being lowered, the avanta fluid management system (serial number (B)(4)) injector head got caught onto another piece of equipment and fell, striking the foot of a staff member. The employee was referred to the emergency department at which time an x-ray ruled out a fracture. There is no other information available as to the employee's current condition.